Event description:
A customer reported that multiple system errors displayed during a procedure. An alternate system was used to complete the case following a 15 min delay. There was no pt harm. Add'l info has been requested.

Manufacturer narrative:
The company rep examined the system and replaced the fluidics module to address the customer reported problem. During testings of the ultrasonics (u/s), the company rep rec'd a system message "command failure tuning: frequency order". The u/s controller printed circuit board (pcb) was replaced to address this issue. The footswitch cable was also replaced. The system was then tested and met all product specifications. A sample has been rec'd and in-house eval is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l reportable info becomes available. (B)(4).